Event description:
During abdominal surgery while using model 2a with electrosurgical unit, heart rate spiked. Once the es unit was turned off the heart rate returned to rate set on the tapsystem model 2a rate setting.